Event description:
It was reported that customer experienced cartridge alarm. There was no reported impact to the customer¿s blood glucose level. Customer outcome and any actions taken by customer or technical support were not reported, and no additional information was received regarding the outcome of the event.